Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue; found that the pump records error code 1310. This error code is quite common and has no effect on the functionality of the device (caused by mistiming of day reset on the rtc battery). The error code was cleared and pump sent for preventive maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1310. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
While performing a review of file (B)(6), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-01233 is no longer considered reportable, please disregard any reports associated with it.